Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer observed an o ring near the pneumatic tap of the pump and the customer was unsure of how long it was there. Reportedly, the customer had been able to load a cartridge. The customer stated would remove the o- ring during the next supply change. The customer's blood glucose level was not impacted.